Event description:
The account reported that the catheter ruptured during the second power injection of contrast. The power injector settings were 750psi at 12 ml/sec which is beyond the catheter's labeled pressure limits. As a result of this rupture, contrast sprayed outside of the patient. The physician was possibly sprayed in the eyes and will undergo infectious disease monitoring for one year. No patient harm or injury occurred as a result of this incident.